Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical medfusion pump was returned for analysis with a damage on the bottom right corner of the top housing. Upon receipt, unit was powered on. All functional tests were performed multiple times. Pump was also opened up and the connections between battery pack to interconnect printed circuit board (pcb) and interconnect pcb to main board were noted to be good. There was no signs of fluid ingression and contamination on the boards. Noted the battery pack exceeded the service life of two calendar years from the date of installation. Service replaced battery pack. Calibration and functional tests performed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "system failure: depleted battery" alarm. It was reported that the pump rebooted on battery power immediately afterwards and continues to infuse for hours. No patient injury reported.